Event description:
Received maude event report ((B)(6)) with the following event description: "as reported by the infusion nurse, as she held the bag up, the tubing broke apart from the drip chamber. Reason for use: administration of chemotherapy." The pharmacist was contacted. The pharmacist was not sure whether or not the chemo infusion had completed but the bag she was given was empty. She stated she did not get the full details and that no further pt or event info is currently available . Note: the lot number was reported as (B)(4), however, this is not a carefusion lot number.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received for eval. A f/u report will be submitted should the device be received for eval.